Manufacturer narrative:
Updated fields: b-date of this event, b4, b5, b6, b7, d10, e1- event site email address, e2, e3, g3, g6, h2, h3, h6-health effect-impact codes, type of investigation, investigation findings, investigation conclusion code, componenet code. H11. Corrected fields: h6- medical device problem code. A getinge field service engineer (fse) upon arrival, power cord found to be bound within reel. Power cord was pulled to resolve reported issue. Device return to customer.

Event description:
It was reported that the cardiosave intra aortic balloon pump had powercord retraction malfunction.the event occured during routine check so there was no patient involvement and no harm or injury.

Event description:
It was reported that the cardiosave intra aortic balloon pump had powercord retraction malfunction.the patient involvement is unknown. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.